Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/20/2019. Additional h6 device code: 1069. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional h3 investigation summary: it was received for analysis an empty opened overwrap, a detached needle and a suture piece of product code pc111x, lot aj5959. During the visual inspection of the sample, it was observed that needle was broken in the swage area. Also, there are marks on the body needle. The suture was examined for visual inspection defects and there was a needle piece attached in the suture. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed during the initial surgery? Was any piece of the needle retained in the patient? Was there any adverse patient outcome? Was there any additional post op care required due to the needle removal? Was there any medical or surgical intervention performed?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread loosened from the needle, causing surgery disorder to remove the needle that was lodged in the patient's throat. The needle was able to be removed and the patient was informed of the occurrence. Additional information has been requested.